Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident. The customer¿s other blood glucose was 89 mg/dl. The customer experienced symptom such as shaking, sweating, mental confusion, inability to follow simple commands. The customer stated that they were using the auto mode feature. The customer performed the displacement verification test and self test and they were able to passed the test. The customer also stated that the insulin pump was working as design. The insulin pump will not be returned for analysis.